Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered anti-tachycardia pacing (atp) and shocks due what appeared to be an atrial arrhythmia with rapid ventricular response (rvr). Review of monitoring data revealed an alert for a high out-of-range shock impedance measurement greater than 125 ohms detected upon attempted to deliver a shock. The subsequent shock had a shock impedance measurement of 88 ohms. Technical services (ts) discussed troubleshooting options and programming considerations and recommended keeping the rv lead programmed to initial polarity with maximum energy shock for continued monitoring. It was noted that the patient was scheduled for an ablation. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.